Event description:
Add'l info received on (B)(4) 2012, makes this complaint reportable. A cusa excel 23 khz hand piece was reported to not reach maximum amplitude. The maximum amplitude was only 20 percent. The pt was anesthetized when the problem occurred and the unit was in contact with the pt. The unit was in use only 20 minutes when it malfunctioned. The pt was not injured when the problem occurred. There were no other instrument or tools in contact with the unit during the procedure. The unit was exchanged for a soring ultrasonic aspirator, so the surgery could be completed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info. See scanned page.